Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-06640. It was reported the pt is experiencing a persistent burning sensation at his implant surgical incisions whether the stimulation is on or off. An sjm rep met with the pt and performed a system diagnosis which did not reveal any anomalies. The nurse practitioner has been made aware and will monitor the issue. F/u on (B)(6) 2013, identified the pt is no longer experiencing burning at the surgical incisions. The issue is resolved.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.